Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. Medical records have not been provided; however, the pt's attorney alleges the pt was treated for infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The pt's attorney has provided product identifiers and a manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2003 - for a diagnosis of umbilical hernia repair, a bard composix kugel hernia patch was used to repair the umbilical hernia. It was alleged that the pt began to suffer pain and infections in the area of the incision. It is further alleged that his medical provider informed him that the mesh may be eroded. Attorney alleged infection, pain, disability, erosion, defective mesh "pain and suffering", additional medical treatment.